Manufacturer narrative:
The reported event was inconclusive. The device was not returned for evaluation. A potential failure mode could be ¿¿t¿ tube disconnection / leg bag inlet adapter.¿ a potential root cause for this failure could be "incorrect ¿t¿ tube to inlet adapter of the leg bag assembly operation. (Incorrect assembly)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:" directions for use: separate notches within circles. Pull straps through holes and around legs. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector, to empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying nag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the leg bag is not allowing urine to pass into the bag. It has apparently bypassed the catheter and caused leaks from the meatus. Per additional information from ibc via email 07/23/2019; the patient had been attempting to milk the tubing to move the urine through the tube and had cause an air bubble in the tube. Other wise, the tube had been full of urine with very little in the bag. The user then tried to milk the tube again with out success and then opened the bag to try to release the air lock. The user could not get the fluid to pass into the bag. The user then changed the bag and the new bag worked as intended.